Event description:
It was reported that the event involved a male pt, while in the cardio surgery intensive medical department. The intra-aortic balloon (iab) was inserted through the sheath via femoral with no issues. When connected to the pump it started to alarm "helium leak" and blood was observed in the line. As a result the iab and teflon sheath were removed as one unit. Therapy was delayed or interrupted for only a few minutes while the iab was exchanged. No medical/surgical intervention was required. No report of pt death, complications or injury. The pt outcome is okay. It was noted that the pump was checked by an arrow service engineer and is okay. Reference MDR# 1219856-2012-00109 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.